Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. The customer informs that inside a box labeled as novosyn violet 4/0 (c0088729) with batch 725196 they have found one pouch of novosyn c0068206 and batch 725114. We have only received the picture of the pouch found inside the box. Both products have been distributed to bbcn. Based on the investigation performed, it was not possible to determine the stage at which the mix up may have occurred. Review of production logs, and warehouse movements confirmed that the two products did not coincide in either production or warehouse. Considering that no other customer complaints have been received concerning this issue, we consider that this is an isolated and accidental box. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the root-cause of this mix-up could not be determined. Final conclusion: considering that the information received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence nevertheless the origin of the mix-up cannot be confirmed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that when open a whole box of (B)(4) for use and find 1 (B)(4) inside. Additional information has not been provided.